Event description:
A medical assistant at the healthcare facility notified saluda personnel a patient implanted with an evoke spinal cord stimulator, passed away on an unknown date (estimated to be around (B)(6) 2023). The cause of death and further details were not provided to saluda.

Manufacturer narrative:
No devices were returned for analysis. Saluda was attempted to obtain more information about the cause of death but was unable. No further information is available. There is no allegation that the saluda system caused or contributed to the patient's death and there is no allegation or indication of device deficiency. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A medical assistant at the healthcare facility notified saluda personnel a patient implanted with an evoke spinal cord stimulator, passed away on an unknown date (estimated to be around (B)(6) 2023). The cause of death and further details were not provided to saluda.